Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative the imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The device is not indicated to have been used in a patient. The customer has provided images of the device packaging and internal components. It can be seen that the outer box and outer vial both contain labels for tsvm4b10 with lot 1218495, while the patient stickers indicated to be in the box were for a tsvmb10 with lot 1239085. The packaging is noted to already be opened. Device history record (DHR) review was completed for the subject lot number (1218495). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. In process inspection notes that all outer labels and patient chart labels inspected were appropriate to their respective product. Additionally, it was found through lot traceability that the customer has on hand the alleged comingled devices based on order history. This suggests that a comingle likely occurred outside the controls of zb manufacturing. Complaint history review was performed for the reported and associated lot numbers (1218495 & 1239085) for similar event and no other complaint was identified utilizing keyword(s) incorrect and label. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Territory manager has reported the doctor open the implant and noticed the label inside the package is not correct and does not belong to the reference of the implant mentioned in the outer box. (Label tsvmb10, lot 1239085 and package tsvm4b10, lot 1218495) doctor placed the implant and the treatment continuous successfully.